Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The customer claimed that the device has been sent back, but it was never received at mitek. It appears that it was lost in transit, therefore unavailable for a physical evaluation. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the customers expressew iii w/o hook, bottom jaw broke in the patient during the procedure; however, the surgeon did remove the piece of the device. The procedure was completed using another like device, with no delay and no patient consequences.

Event description:
The sales rep reported that the customer's expressew iii w/o hook, bottom jaw broke in the patient during the procedure; however, the surgeon did remove the piece of the device. The procedure was completed using another like device, with no delay and no patient consequences.